Event description:
The customer reported that the system displayed various error messages and would freeze up (lock up). There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board was replaced. The system was then found to be operating as intended.